Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set got detached at the end of the tubing near quick release while sleeping and blood glucose level at the time of incident was 17 mmol/l. The site was at the tummy and the pump was on her bra. The infusion was changed the night before this report. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.